Event description:
The company received the following customer report: "10cc of air was injected into cuff at the intubation of product to an emergency pt. When the pt was transferred to catheterization laboratory for inspection me felt the air seemed to be leaked from the tube and then he injected the additional air by 10cc. Later when he measured the cuff pressure in ICU the leakage of air was confirmed. No pt harm." Info provided does not confirm that recannulation of a replacement tube was required. Multiple attempts have been made to collect further details related to this report but to date no response has been received.

Manufacturer narrative:
The reporter indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis. If the sample is returned and significant info is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.